Event description:
It was reported that the patient's ipg became inoperable following having an MRI without putting their ipg into MRI mode. As a result, surgical intervention was taken to replace the ipg. Issue has been resolved.